Event description:
It was reported that during an implant procedure, the left ventricular lead dislodged after slitting. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Manufacturer narrative:
(B)(4).